Event description:
It was reported that the patient came for a routine visit to alter the low frequencies. He had no problems with the high frequencies. During testing, an alarm message came up stating that the implant type cannot be confirmed. After confirming the alarm message, coupling showed status ok, however, all the other parameters were not determinable. The patient is still able to hear with his device, however, was recommended to no longer wear his device. The patient was re-implanted in early 2009.

Manufacturer narrative:
The device has been explanted and has been returned to MFR where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.